Event description:
It was reported that they were getting an aws error where the monitor to times out, causing the patient to be re-exposed. They determined it was a fiber communications issue and once the cables were reseated the system is working as intended.